Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a lung resection procedure. The reload was connected to the handle. The surgeon clamped the tissue and pushed the green button. However, could not fire the device. The procedure was completed with another device. There was no patient harm.